Manufacturer narrative:
As part of normal complaint f/u, an eval was conducted by mako surgical with regard to this event. The investigation performed determined that the root cause is inconclusive. It is suspected a tibial array shift occurred, however since the tibial array checkpoint check was not performed after the tibial post hole resection, the surgeon's allegations could not be confirmed.

Event description:
The surgeon, during trial placement, alleged the post holes to be 4-5mm posterior to their anticipated location. The surgeon determined the proper course of action was to use manual instrumentation to complete the resection of the tibial post holes, and a successful outcome was reported.